Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had an off no power alarm on the insulin pump. Customer stated that the last couple of times she had to replace the battery when the battery was low. Customer stated that it will not vibrate the last 2 times and the pump will shut off. Customer was using alkaline (B)(6) home batteries. Customer did not receive a low battery alert prior to the off no power alarm. Customer stated that this is a second occurrence of the off no power alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.